Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the motor, rotor, driveshaft, and bearings, which were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece read as overheating on the console while being tested. This did not occur during a surgical procedure. There was no patient involvement or any adverse consequences reported as a result of this event.